Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second dialysis within one week after the new catheter was inserted, the patient had blood leaked seen on the epitaxial tube of the arterial line (between the junction of extension tube and bifurcate). It was stated in the report that blood transfusions was not required. The lumen/tubes were flushed and there was no anything unusual observed on the device prior to use. It was also mentioned that clamp was moved periodically but there was no excessive force used. There was no issue found on luer adapter, the tego was not utilized and insertion site was treated prior to insertion. The device was explanted and replaced with the same product. There were no other products being utilized with the device. The treatment was not completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: noted the blue port, clamps, bifurcate and cannula appeared intact. The red port extension tube was cut near the hub. A functional evaluation found that the distal end of the cannula was clamped and a water bath test was performed, a test insufflation bulb was used on the blue luer adapter to inject air, no air bubbles were detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the extension tube may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.